Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he broke his foot and was taking medication that caused his blood glucose level to go up. Customer's blood glucose level was around 400 mg/dl and 500 mg/dl. The customer took a correction with the insulin pump. The back o-ring on the reservoir was little crooked. The insulin pump was exposed to moisture. The self-test and displacement test passed. The device was not returned.